Manufacturer narrative:
The covidien customer support engineer (cse) found the upper graphical user interface (gui) display distorted. The cse replaced the gui central processing unit (cpu). The device passed the performance verification test (pvt) per manufacturer's specifications at the time of service. Covidien reference: (B)(4).

Event description:
A report was received from the USA indicating that the device had an erratic display. There was no patient involvement. The date of the event was not provided.